Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a 32-year-old female patient who had essure (batch no. 827845-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension. Concurrent conditions included blood pressure high. Family history included hypertension. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from 20-may-2011 to 10-aug-2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)"), 5 months 16 days after insertion of essure. On an unknown date, the patient experienced depression ("depression") and anxiety ("mental anguish"). The patient was treated with nsaids, paracetamol (acetaminophen), sertraline hydrochloride (zoloft) and surgery (hysterectomy (full), salpingectomy(bilateral removal of fallopian tubes)on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the depression and anxiety outcome was unknown and the dyspareunia had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. The reporter commented: discrepancy noted as per previous fu: insertion date of essure: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a (B)(6) female patient who had essure (batch no. 827845) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension. Concurrent conditions included blood pressure high. Family history included hypertension. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)"), 5 months 16 days after insertion of essure. On an unknown date, the patient experienced depression ("depression") and anxiety ("mental anguish"). The patient was treated with nsaids, paracetamol (acetaminophen), sertraline hydrochloride (zoloft) and surgery (hysterectomy (full), salpingectomy(bilateral removal of fallopian tubes)on 11-03-2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the depression and anxiety outcome was unknown and the dyspareunia had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. The reporter commented: discrepancy noted as per previous fu: insertion date of essure: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (b)(46 2011: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2019: pfs & mr received. Events: depression, mental anguish,dysmenorrhea (cramping) , dyspareunia (painful sexual intercourse) were added. Event outcome was updated for the events: pain, cramping, dyspareunia. Lot number was added. Case became incident. Lab data was updated. Treatment drugs, historical conditions and reporter information were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a 32-year-old female patient who had essure (batch no. 827845-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension and migraine. Denies dysuria, she is only having her discomfort with menses and with intercourse. Concurrent conditions included blood pressure high. Family history included hypertension. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2011 to (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)"), 5 months 16 days after insertion of essure. On an unknown date, the patient experienced depression ("depression"), anxiety ("mental anguish") and post procedural complication ("post removal complication-yes"). The patient was treated with nsaids, paracetamol (acetaminophen), sertraline hydrochloride (zoloft) and surgery (hysterectomy (full), salpingectomy(bilateral removal of fallopian tubes)on (B)(6) 2015). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the depression, anxiety and post procedural complication outcome was unknown and the dyspareunia had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, pelvic pain and post procedural complication to be related to essure. The reporter commented: discrepancy noted as per previous fu: insertion date of essure: (B)(6) 2011. Discrepancy noted in date or removal (B)(6) 2015 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Events added from pfs- post removal complication-yes. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.